Event description:
During biomed testing, the device made a popping sound on discharge. The device was then unable to power up with batteries. Upon power up with ac, the unit displayed a "defib disabled" message. There was no patient involvement in the reported malfunction.